Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer during the seventh chemotherapy treatment (paclitaxel), the patient experienced chemotherapy fluid leakage due to a hole in the catheter, which had functioned properly before the infusion. The patient now has swelling and pain in the arm and numbness in the fingers. The patient now needs us to provide a solution to this problem. Additional information received (B)(6) 2025: paclitaxel was infusing when the leak occurred. Patient received physical therapy and treatment is ongoing. Catheter was removed and a new catheter was not inserted, leading to a delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong was returned for evaluation. An initial visual observation of the video showed the catheter inserted in a patient¿s arm. The catheter was observed to be flushed with a clear liquid and this liquid could be seen leaking out of the catheter tubing just proximal to the insertion site. While the catheter could be seen to be leaking, no details of the apparent damage could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.